Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the device for review.  Through a review of the electronic records physio observed that the paddles lead ECG signal was intermittent, indicating that there was likely a poor connection between the third party defibrillation electrodes and the patient. The customer advised physio-control that the third party defibrillation electrodes used during the event were not available for evaluation. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected while in paddles lead ECG. The customer advised that the patient was connected via therapy cable and third party (kendall 1310p multi-function) defibrillation electrodes. The customer did not know how long the patient had been down by the time that medical personnel arrived.  While troubleshooting the device, medical personnel tried multiple sets of the third party defibrillation electrodes unsuccessfully. A third set of third party defibrillation electrodes finally detected the patient.  Medical personnel advised that the patient did not have any cardiac activity. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.